Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient alleged elevated blood glucose levels on occasion and would go to check the prime and rewind and the functions were not completed. The patient alleged that no alarms were emitted. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. A rewind, load and prime sequence were successfully completed. The pump was exercised for 24hr duration test; at end of duration test the rewind, load and prime boxes on ezprime screen remained filled. No errors or alarms occurred during 24hr duration test. An alarm and a warning were reproduced on the bench for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate complaint. The battery compartment is cracked near the case seal. Returned battery cap is able to fully attach to the pump and was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.